Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after the foley catheter was placed in the patient, the user tried to inject the sterilized water, but it did not enter at all. It was stated that the pretest was done and the event happened after insertion. No problem was observed in the catheter during inflation. No abnormality was observed on the catheter shaft and the water was injected gently. Usually, the balloon could be inflated within 10 seconds. It was also stated that the user was unable to push the plunger at all.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received a 3-way temp sensing catheter with cut portion of inlet tubing. Inflated balloon, with some difficulty but successful, with 10 ml of solution and the catheter rested with no leaks noted. A review of the DHR did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as the reported event is unconfirmed correction- d, g, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that after the foley catheter was placed in the patient, the user tried to inject the sterilized water, but it did not enter at all. It was stated that the pretest was not done and the event happened after insertion. No problem was observed in the catheter during inflation. No abnormality was observed on the catheter shaft and the water was injected gently. Usually, the balloon could be inflated within 10 seconds. It was also stated that the user was unable to push the plunger at all.